Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer's blood glucose was 570 mg/dl. A manual correction injection was administered to address elevated bg. The customer reverted to an alternate method of insulin therapy.